Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened broken phacoemulsification tip, without a wrench, in a tray with a sleeve with a broken piece of tip inside sleeve was received. The returned sample was visually inspected and was found to be non-conforming as the phacoemulsification tip was broken into two pieces a little below the one to cannula transition area. One of the broken pieces was still in the sleeve and the breakage was very jagged. The inner diameter of the back hole was off center and uneven wall thickness was observed. Walls were observed to be thin with a crack on the one side of the cannula at break area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The threads were functionally tested using a go and no-go gage and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo is of a broken phacoemulsification tip at the cannula with the broken piece retained in the sleeve. The reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, due to an uneven wall thickness creaking a region at the thinner section. The uneven wall thickness is a known potential risk with the phacoemulsification tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. The reported issue of poor phacoemulsification power was unable to be determined due to the phacoemulsification tip being broken in two pieces. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that poor power with hard squeeze sound was noticed when probe removed it was found that balance tip was broken during cataract surgery with intraocular lens implant. A new set of pak was opened to complete the surgery. There was contact with patient but no impact. This report pertains to phacoemulsification tip involved in this reported event.